Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 long sheath. Upon removal from the packaging, the neuron long sheath was found kinked and was not used. The procedure continued using a new neuron max 6f 088 long sheath.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.